Event description:
The medical surveillance specialist (mss) has reviewed the customer care advocate (cca) documentation. On (B) (6) 2009, the lay-user/reporter contacted lifescan alleging that a one touch ultralink meter would not power on. Ten minutes after the alleged issue began, the reporter claimed that the patient administered self-treatment by eating food and/or drinking a beverage. The reporter denied that the patient developed symptoms because of the alleged issue. The alleged meter issue was not resolved with troubleshooting. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the unresolved power issue of the meter. There is no evidence, however, that the patient suffered a serious injury because of the alleged issue. Although the patient administered self-care by consuming food/drink(s), the reporter denied that the patient developed any symptoms as a result of the alleged meter issue.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.